Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the ER after being found unconscious. Device interrogation showed, vt/vf episodes, low-amplitude, disorganized vf with diagnosis and delivery of atp. However inappropriate return to sinus was noted after therapy was delivered due to undersensing of the vf until the sensing had decayed down after the previously sensed event. Patient received CPR and therapy was programmed off after the patient was admitted to the ICU. The patient expired.